Event description:
Related manufacturer report number:3006705815-2023-06289. Additional information was received indicating that the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient started having pain after undergoing cervical ablation without placing the ipg in surgery mode. The ipg would no longer communicate with external device. The rep could not recover the device. Surgical intervention was taken where the ipg as well as both leads were replaced. The leads were replaced with a paddle lead as the patient was not getting as much relief with the existing leads. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent a cervical ablation procedure without placing the ipg into surgery mode. The patient's ipg has since been unable to communicate with external devices. Surgical intervention may take place at a later date to address the issue.